Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03466. It was reported, the patient experienced ipg pocket site stimulation. X-rays revealed lead migration and possible lead pull-out from the scs ipg header. As a result, the patient stopped using stimulation. Subsequently, surgical intervention will be taken at a later date to address the issues.